Event description:
Rn in hallway walking towards blue pod tube system carrying a gold top tube of blood. Rn had gloves on and was gently rotating vial back and forth while walking. She stated suddenly the "top of the tube popped off like the cork of a champagne bottle." Blood splattered onto rn's face including lip (but not in eyes or mouth) on neck, shirt and right arm. Blood also sprayed on floor. Rn immediately washed all splattered areas of body with soap and water. Referred to hospital policy regarding employee exposure to blood-borne pathogens and sent rn to employee health immediately.